Event description:
It was reported that the patient experienced a low glucose event while in bed, with a sensor-reported value of 55 mg/dl after eating dinner earlier and not consuming a bedtime snack; the patient treated with oral glucose tablets and raisins, after which glucose rose to 77 mg/dl, and the patient described recurrent, seemingly random lows and noted high insulin sensitivity; the event was categorized as cause unclear, with device-related details not established due to insufficient information. Symptoms included hypoglycemia. Outcomes included an unexpected medical intervention in the form of oral carbohydrate treatment, and the event was considered a serious injury per report criteria. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.